Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced continuous blood glucose (bg) levels (value not provided). The customer alleged that the pump was not delivering insulin properly, as after troubleshooting with healthcare provider and tandem technical support, issue persisted, and customer maintained pump was not functioning as intended. Reportedly, the customer continued to use the pump for insulin therapy.